Manufacturer narrative:
(B)(4). A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and confirmed the reported issue of no center image due to an internal wiring failure of the charged couple device (ccd). The ccd was replaced to resolve the issue. The cause of the reported failure is due to ccd failure. Therefore, the most probable investigation conclusion code for this complaint is designated as caused traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the center image of the scope went black. The patient's anatomy was not visible on the center image when the issue occurred. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.